Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
This fixture/abutment is not available for analysis.this report is filed august 30, 2013. Device not available for analysis.

Manufacturer narrative:
(B)(4).